Event description:
It was reported by a field service tech that the handpiece began leaking an unk brown substance while the equipment was being tested during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. A sample was taken, but there were no signs of leaking inside or outside of the device. The design of the device is such that if fluid were to enter the device it is to be drained by holding the device upright allowing the cleaning solution and water to drain from the drain holes in the base of the handle. The device was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. The risk associated with this failure has been addressed.